Manufacturer narrative:
Continuation of d10: product ID 387360 lot# va26kj0 serial# implanted: explanted: product type screening device product ID 3555-31 lot# unknown serial# implanted: explanted: product type screening device h3 device evaluation: analysis of the lead found the #2 and #3 conductors were broken 1.5 cm from the proximal end in the connector area. H6: please note that method code b21, result code c21, and conclusion code d16 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 387360, lot# va26kj0, product type screening device product ID 3555-31, product type screening device h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: please note that method code b17, result code c20, and conclusion code d14 have been replaced at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that an external neurostimulator (ens) was used to test impedances with the lead. There remained no complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 387360, lot# va26kj0, product type: screening device. Other relevant device(s) are: product ID: 387360, serial/lot #: (B)(4), ubd: 19-mar-2024, UDI#: (B)(4). Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via foreign reporting that the lead was found to have high impedances during the operation and could not be used. The lead was replaced which was successful. No implantable neurostimulator (ins) was implanted yet. The patient was currently hospitalized for observation which was part of standard protocol.